Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was experiencing consistent lack of pain relief. The daily dose was increased multiple times but the pain relief remained inadequate. The pump system was explanted on (B)(6) 2015. There were no pump issues observed at various refill appointments.